Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the middle part of the balloon ruptured vertically at 6atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.